Manufacturer narrative:
H10 h6: one 72202901 4.5 footprint ultra pk suture anchor assembly used in treatment was not returned for evaluation. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device ability, product knowledge. Influences that might compromise product performance or integrity that are unrelated to manufacture include: 1. Use of other than recommended prep instrument size or types. 2. Unexpected bone condition/density. 3. Shallow prep hole. 4. Loss of axial alignment before completed insertion. 5. Unintended separation of anchor from inserter. 6. Unintended damage. Per instructions for use: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Note: the torque limiter located at the proximal end of the handle is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that after a surgery the surgeon noticed on the xrays that there was metal bit, no patient injury, delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.